Event description:
Two stents were placed in pt by interventional radiology. Both stents migrated to the stomach and were removed by radiologist. They had to be removed by the gi doctor so this required an esophagogastroduodenoscopy (egd). The pt did require an add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Complaint logged for a (B)(4) device; however, the specific rpn of the evolution esophageal controlled-release stent and the lot number were not provided by the customer. The lot number of the devices involved in this complaint is unk; therefore, it is not possible to determine if a device of the same lot number is in stock. The device involved in this complaint were not returned for eval; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. The devices are intended to be removed and are considered a permanent implant. The complaint info indicated that two stents migrated to the stomach. The pt required an esophagogastroduodenoscopy to (egd) to remove stents from the pt with no adverse effects to the pt. The component involved in this complaint is the esophageal stent. The stent is supplied by the vendor, micro-tech. Once received at cook ireland, the stent is subjected to incoming inspection. Prior to distribution, all evolution esophageal devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records could not be conducted as the device lot number is unk. The evolution esophageal device is used to maintain patency of malignant esophageal strictures and/or to seal tracheoesophageal fistula. The instructions for use, ifu0061-4, contains the following precaution: "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa." As per ifu0061-4, "potential complications associated with upper gi endoscopy include, but are not limited to: add'l complications include, but are not limited to: stent misplacement and/or migration." There have been no adverse effects to the pt as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer qa will continue to monitor complaints of this nature for potential emerging trends.